Event description:
A voluntary medwatch letter was received which reported the following: insulin pump (tandem mobi) malfunctioned causing hyperglycemia and diabetic ketoacidosis requiring emergency room visit resulting in being admitted to hospital for 2 days. Tandem made multiple follow up attempts regarding the issue but no response was received from the customer.